Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable bilt3 bilirubin total gen.3 results for 3 patient samples on a cobas c 503 analytical unit. The doctor questioned the initial results which prompted the customer to repeat the patient samples. For sample 1, the initial result was 3.4 mg/dl. The sample was repeated on another analyzer and the result was 0.6 mg/dl. For sample 2, the initial result was 3.0 mg/dl. The sample was repeated on another analyzer and the result was 0.7 mg/dl. For sample 3, the initial result was 2.4 mg/dl. The sample was repeated on another analyzer and the result was 0.4 mg/dl. The repeat results were deemed correct.

Manufacturer narrative:
Section d product information has been updated, as well as g1 manufacturing site and g4. Calibration was last performed on 26-nov-2025. The qc recovery data provided was within specification. The alarm trace showed multiple abnormal aspiration and sample short alarms around the time of the event. The field service engineer (fse) replaced the reagent pack and performed a precision test successfully. The investigation did not identify a product problem. The root cause of the event could not be determined.